Manufacturer narrative:
Date sent to the FDA: 11/02/2007. Conclusion- the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure in 2007. When the device was activated, the motor drive unit made a loud grinding noise. The case was completed using the same motor drive unit with no adverse patient consequences.